Event description:
Clinical study: same case as #6000089-2005-00328, 6000093-2005-00329. It was reported that 30 days after a coronary artery drug eluting stenting procedure the pt had a hypersensitivity reaction, the cause unknown. The lesion being treated was a 3.0mm 80% stenosed distal left anterior descending (dist lad) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 2.75x32mm drug eluting stent in the dist lad. The next lesion being treated was a 3.0mm, 80% stenosed, mid left anterior descending (mid lad) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.75x20mm drug eluting stent in the mid lad. It was reported that a dissection occured. The next lesion being treated was a 3.0mm, 40% stenosed. Proximal left anterior descending (prox lad) artery. The lesion was not predilated. The physician placed a taxus express2 8.8% 2.75x8mm drug eluting stent in the prox lad. There was a 3mm overlap on all three stents placed. The pt was discharged in 2004 on plavix, lipitor and aspirin. On the same day it was reported the pt experienced mild muscular reaction of localized "achy pains in right leg and feet". It is unk if it is related to drug, device or diagnostic action. The event resolved with no action taken.